Event description:
A ventilator was returned to the MFR for routine preventative maintenance. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the MFR's svc ctr, the 5 amp circuit breaker tripped. The ventilator's ballscrew assembly was replaced to address the issue.